Event description:
N/a

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 04/21/2021. An investigation was conducted on 07/28/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the harvesting tool and cannula. There were no visual defects observed on the cannula or the c-ring. The heater wire was observed to be completely flexed away from the hot jaw with detachment at the tip of the hot jaw. Charred material was observed on the heater wire. No visual defects were observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The steam produced was more than normal. The tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, the reported failure "smoking" was confirmed, as well as for the analyzed failure "material twisted/ bent wire".

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, excessive smoking has been reported. Even with keeping the jaws clean the smoke caused 15 min delays in harvest time. The jaws were continually being cleaned through the process and still the smoke was interfering with visualization. Smoke started from the outset of the procedure, device was activated during branch ligation. Procedure was completed with the same device. No adverse effects to the patient.